Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/18/2025, it was reported by a sales representative via email that an ar-9560-24-2 arthrex univers revers modular glenoid system modulas baseplate 24 mm +2 lat would not marry with the ar-9561-30s central screw. Both were removed and replaced with new implants. No adverse effects on the patient were reported. He case was delayed three to five minutes due to the issue. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information received on 3/24/2025: this was discovered during a revers total shoulder procedure. The case was completed using a new baseplate and central screw. Additional anesthesia was not administered for the three-to-five-minute case delay. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9560-24-2 24mm +2 lat baseplate, modular serial/batch number (B)(6), was received for investigation. A visual evaluation revealed damage to the baseplate connector. Functional testing involved placing the returned ar-9560-24-2 inside the ar-9561-30s. However, due to the damage within the connector hex, the parts could not be engaged. The most likely cause of the reported failure is user error, specifically, failure to achieve the appropriate torque requirements when tightening the central screw.